Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7076505, UDI: (B)(4).

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. The patient doing well postoperatively. The explanted device was discarded by the facility.